Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. They reported that on their patient programmer, they were receiving an error code por with a picture of a telephone and a doctor with a stethoscope and wanted to know what it meant. There were no patient complications reported as a result of this event.